Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter product event summary: the pscc100 catheter of lot number: 0012485485 and data files containing log files were returned and analyzed. Log files showed the catheter was connected and disconnected for 5 times and no application was recorded. Total application session pulse train count was 152, then was connected and disconnected 3 times. No error code related to current was found. Noise could not be confirmed in the log files. Visual inspection was carried out. The catheter pscc100/0012485485-080 appears intact without any visible issues. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging revealed no anomalies. High magnification optical inspection revealed a kinked on the electrode wire in the handle area. Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed electrode ring (e9) open loop. In conclusion, the catheter failed the return product inspection due to a kink on the electrode wire in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there were issues with noisy electrograms on two loop catheters. The first catheter exhibited noise on the electrode 9. Troubleshooting steps included replacing the interface cable, changing the input location on the ensite x and, without resolution. The loop catheter was then replaced and the original settings were restored, after which the system functioned correctly. The second catheter, inserted developed constant noise on electrodes 1, 2, and 3. The same troubleshooting protocol was followed. A third loop catheter was used, issue was resolved. The procedure was completed successfully with pulsed field ablation. No patient complications have been reported as a result of this event.